Event description:
It was reported that an altitude alarm occurred. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reload the existing cartridge and resumed insulin therapy. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer's blood glucose level was in 140-150 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.